Event description:
A power source alert was reported by the caller, leading to a shutdown alarm. Despite this issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support explained that the insulin on board and maximum hourly bolus would reset to zero and advised the caller to manually restart continuous glucose monitoring sessions each time the pump is turned off or reset. They recommended waiting at least 30 minutes after plugging in the pump using tandem supplies to begin charging. Reportedly, the pump came back on and the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.